Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "grade iii capsular contracture".

Event description:
Patient reported left side "breast pain, headache, and swelling in the breasts " and "mentioned recall." Later, healthcare professional reported "grade iii capsular contracture, pain, deformity, and swellings." The device remains implanted.